Event description:
Additional information indicated that during the device change out procedure no noise was observed and no new rate/sense lead was implanted. At this time, the physician will discuss options with the patient regarding options to mitigate the issue.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noise on the right ventricular (rv) channel. They attempted to recreate the noise which was successful with arm movement. There were no impedance measurements taken during the isometrics. The pacing impedance measurements were stable and within normal limits. It was noted a device change out procedure would be performed in the near future. Subsequently, the device displayed high pacing impedance measurements greater than 2000 ohms during the device change out procedure. The shock impedance and threshold measurements were within normal limits. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned if additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole all of the seal plugs was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.